Manufacturer narrative:
The impella cp device has not been returned for evaluation. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 90-year-old male was implanted with an impella cp for mechanical circulatory support. It was reported due to complication suffered during the tandem support pci (percutaneous coronary intervention), the left coronary system was never revascularized. While on support it was noted that the previously deployed perclose sutures were tightened but the physician was not pleased with the result so a third perclose was added and a manual compression was held for 10 minutes.

Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.